Event description:
It was reported that the two batteries exhibited critical battery alarm and one battery exhibited cell -under voltage safety alert causing power disconnect alarms and power consumption issue. The batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional product: brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 30-nov-2018, serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 29-nov-2017, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: two batteries (B)(6) were returned for evaluation. A review of (B)(6) manufacturing doc umentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the device passed visual inspection; however, functional testing revealed an abnormality within the cell voltage plot. Supplemental testing revealed that the battery had a faulty weld between one of the cell pairs. Review of the alarm log file revealed three power disconnect alarms logged involving (B)(6) on 11-jan-2022 at 11:41:13, on 26-jan-2022 at 19:54:55, and on 27-jan-2022 at 13:35:39. During the power disconnect alarms, a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. Additionally, one critical battery alarm involving (B)(6) was logged on 27-jan-2022 at 19:48:33 when the primary power source depleted to a relative state of charge (rsoc) of 24% and (B)(6) had dropped to 5% rsoc. Based on the available information, the most likely root cause of the reported event can be attributed to can be attributed to a lifted cell weld which triggered the reported power disconnect alarms and critical battery alarm. Additional products: d4: serial #: (B)(6) d10: yes, return date: 11-feb-2022 h3: yes dev rtn to MFR?: yes h6: FDA method code(s): b01,b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.